Event description:
Cstm x-tube assm 20 x 16. Dealer claims x-tube broke at the seat rail along weld. (End user weight is 325lbs). Chair shipped 12/1/95.

Manufacturer narrative:
2/13/97 - additional user info received.